Manufacturer narrative:
Concomitant products: 5076-45, lead, implanted: (B)(6) 2004.

Event description:
It was reported that the patient presented to the emergency department with presyncope and syncopal symptoms. A surface electrocardiogram indicated ventricular pacing with short pauses with asystole and bradycardia. Interrogation of the lead alert had triggered two days prior and variable lead impedance. The lead experienced oversensing with arm movement. The device was reprogrammed until the lead was later capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.